Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 24 mmol/l. Customer stated that insulin pump had broken force sensor was detected during seating or regular delivery on the insulin pump. It was unknown that auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.